Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The customer provided a video of the reported issue which confirmed what was reported. Physio replaced the main keypad as a precaution, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device took longer than normal to power on. The device appears to attempt to boot up but does not complete the boot cycle until several button pushes later. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.